Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available. A getinge technician will investigate the cardiohelp.

Event description:
It was reported that an ac voltage error occurred during priming and during treatment the flow stopped and the hand crank was used till a new heartlung machine was connected to the patient. No harm to patient has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that in november 2021 an ac voltage error occurred during priming. During treatment there were flow problems and the flow stopped caused by an arterial bubble alarm. The hand crank was used during the exchange of the cardiohelp. Further it was reported that the ac voltage error was resolved by trying multiple outlets on the cardiohelp. The customer provided the information about this event on 2022-02-22. No harm to the patient was reported. Customer confirmed on 2022-03-08 that this was completely user error and not a result of the hls or cardiohelp malfunctioning. The customer also confirmed not attempting to hold getinge responsible for the change out, and they are not requesting a credit for a new device. They fully acknowledge that this was their error. They also did not record the lot number or serial number of the device. They disposed of the hls set after the change out. The patient was successfully transitioned to another device and suffered no obvious adverse effects. No more information are available as the customer has not stored the information about the device. Therefore no logfile analysis could be performed. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: - user placed the flow/bubble sensor in wrong flow direction; - user does not perceive or recognize how to reset an intervention (bubble detection and/or backflow prevention); - user takes the wrong input for the power supply; according to the instructions for use (IFU, chapter 9.4 technical alarms) a fault connection to the mains power supply can cause an ac voltage error. The replacing of the power supply plug or cable can solve the ac voltage error. Thus the reported failure can be confirmed but is not attributed to a device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : customer did not know which cardiohelp was affected, user error.

Event description:
Complaint ID# (B)(4).